Event description:
It was reported that the patient's implantable neurostimulator was repositioned on (B)(6)-2011 because it had moved. The patient wanted to recharge the device, but the wound was not healed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, lead model 3778, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).